Event description:
It was reported that the patient developed an infection in (B)(6) 2013 at the chest pocket. It was reported that the generator was removed and then the patient returned in (B)(6) 2013 with a similar infection. Most of the lead was then removed (excluding the electrodes). The patient was seen again in (B)(6) 2013 for a wound cleaning. It was reported that the patient was admitted to the hospital on (B)(6) 2013 for an infection in the same area and it is believed that the infection has spread to the neck. It was reported that the electrodes would be removed and the wounds would be cleaned. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.